Event description:
A malfunction with code 24 was reported, and there were no notable events prior to this issue. There was no reported adverse impact to the customer's blood glucose level. The customer would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.